Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer reported that buttons were hard to push and less responsive and plastic was chipping on reservoir area also stated that device rejects batteries and gave random no delivery alarms with multiple request for rewind. The insulin pump will not be returned for analysis.